Event description:
It was reported that the device was explanted approx after implant duration of 52 months, due to severe mitral regurgitation. Info learned from the operative report.

Manufacturer narrative:
Device not returned.